Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify "sealing ring broke." What portion of the trocar are you referring to? The trocar sleeve for the 11 and 12 mm devices contains two seals, an outer integrated removable self-adjusting seal that accommodates instruments ranging from 5 mm to 12 mm in diameter where indicated and an internal seal. Please confirm which portion of the trocar was broken.

Event description:
It was reported that during an "ende galle" procedure, sealing ring broke. They removed from the abdomen. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9243v. The analysis results found that the b11lt device was returned with the duckbill torn. The torn piece was not returned for evaluation. The sleeve was disassembled in order to evaluate the damage and it was observed a cut on the duckbill. A potential cause of this failure may be that the duckbill got damaged during the insertion/removal of the sharp surgical device. No incident related to the reported event was observed during the batch record review.